Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in norway. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the device was running at variable speed. It was noted that there was a gas leak in the connection between the dermatome handpiece and hose. When less gas pressure was noted speed lowered. Operator had to squeeze the hose and dermatome connection together and speed returned to normal. No harm was noted but a delay of 10 minutes was noted with the patient under spinal anesthesia. Diligence is complete.